Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was "high" (>27.8 mmol/l, >500 mg/dl) while wearing the pod between 1 and 4 hours. The patient moted leaking of insulin and being unsure if the cannula was properly seated in the infusion site (abdomen). As treatment, a new pod was placed.

Manufacturer narrative:
See d4 for additional informaiton.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The exposed portion of the soft cannula was found to have a stretched, flattened and have a tear. The tear caused a leakage. Fluid was observed exiting the tear. It could not be determined when the damage to the soft cannula occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.